Event description:
Caller reported a malfunction on the pump, which showed a malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if any issues arise.